Manufacturer narrative:
Exact date unknown, event occurred a while ago from the date the manufacturer became aware of the event. Explant date: a while ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19685055.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were not returned.